Manufacturer narrative:
Initial and final MDR (B)(4)- device 1 of 2.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced two infusion sets leakage event on (B)(6) 2025. The infusion set was in use for three days. The blood glucose level was about 600 mg/dl and the patient went to the hospital for treatment. The trace ketones were also present. No further information available.

Manufacturer narrative:
Supplemental report 01 - MDR 2203208 - MDR 3003442380-2025-07529. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. The information in this complaint (B)(6) according to reference results complaint is (B)(6) has been evaluated. The batch 6008240 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance with work instruction (wi) guidance for visual testing for complaints area version 3.0 and wi guidance for functional testing for complaints area version 2.0 for the code leakage from infusion site (specific cause not identified) not confirmed to be infusion set related (ex. Tissue no longer absorbing). Complaint investigations. Photo/sample was not provided. In order to test the product, the reference samples from the lot have been requested. Test results: and additional tests for the reference samples were documented for the malfunction leakage from infusion site (specific cause not identified) refer to idd-pmc11.07), under section 06.14. And the visual inspection on the adhesive tape was found within specifications. Device history record (DHR) review: the lot 6008240 was manufactured according to the wi version 115 in the line 3, on 20/jul/2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified related to the malfunction reported, no maintenance events were recorded. Trending: a query was run in database on 18/jun/2025 against malfunction code leakage from infusion site (specific cause not identified) refer to idd-pmc11.07) and lot 6008240 and no other complaint has been registered in tw for the same lot and malfunction code. Conclusion summary of the related event: as a result of the following: no defect on tests for reference samples, no harm, no non-conformance (nc) raised during production, no other complaint received on the lot in question and malfunction code. No further actions are required. This complaint will not require further root cause investigation nor CAPA plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.